Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. Visual inspection found the instrument pitch cable broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. During the failure analysis investigation additional damages to the instrument were found. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .418 - .142 in length and were not aligned with the tube axis. No other damage was found. Device history record (DHR) review for the device involved was completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of the da vinci surgical procedure a broken cable was observed on the cadiere forceps instrument. There was no report of patient involvement.